Manufacturer narrative:
This report is being filed on an international product, model number 78802-01, which has a similar product distributed in the u.s., model number 71992-01. Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unknown reading issue with the abbott diabetes care (adc) device was reported. It is unclear if the customer noted a trend arrow on the device. It is also unknown if the customer experienced symptoms requiring unspecified treatment from a healthcare professional. There was no report of death or permanent impairment associated with this event.